Manufacturer narrative:
E1- initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped charged coupled device glass, broken light guide bundle, universal cord severely hardened and broken. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the customer was not detected. It is likely that the most probable cause of the additional malfunctions identified during investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited insufficient image brightness. The issue was identified during set up for a therapeutic laparoscopic surgery. The procedure was completed using the same device. There were no reports of patient harm.